Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited intermittent capture. Reassessment of capture was suggested; no changes or interventions were reported. There were no patient consequences.